Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a routine device change-out it was believed that the rf antenna was sticking out or broken within the device header. It was later confirmed that the device header was not broken and the rf antenna was not in any way impaired. The replacement ws completed and there were no ill-effects throughout. The device will be returned.

Manufacturer narrative:
No conclusion code available. The reported field event of an rf antenna anomaly was confirmed in the lab. The device¿s rf antenna was found to be fractured into two pieces. Both ends of the antenna fracture point contained burn marks. The rf antenna fractured due to exposure of the wire to electrocautery energy. Impedance, sensing, pacing, and hv shock tests were performed on the bench and the device functioned normally. Longevity calculations was performed and found the battery depletion was normal.